Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error alarm and blood was observed in the catheter. The iab was removed immediately. A new iab was used, but the same issue occurred. This report is for the first iab used. It was reported that there was no tortuosity or calcification observed in the patient's aorta. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. Three catheter tubing kinks were observed near the y-fitting at approximately 60.2cm, 74.7cm & 76.2cm from the iab tip. Additionally, a deformed/flattened section was also observed on the catheter tubing from approximately 67.8cm to 70.1cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation cannot confirm the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an augmentation pressure error alarm and blood was observed in the catheter. The iab was removed immediately. A new iab was used, but the same issue occurred. This report is for the first iab used. It was reported that there was no tortuosity or calcification observed in the patient's aorta. There was no reported injury to the patient.